Event description:
It was reported a patient's right ventricular (rv) lead presented with low pacing impedance and a high capture threshold. The rv lead was capped and replaced in a procedure on (B)(6) 2022. Post-procedure there were no patient consequences.